Manufacturer narrative:
No test methods have been performed ((B)(4)) as the product performed in accordance to specifications ((B)(4)) and the device was used in accordance with labeled indications ((B)(4)). No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patient symptoms. This event is being filed as a MDR because the treating doctor considered the event was life threatening to the patient.

Event description:
The patient reported symptoms of swollen throat, throat feels tight and trouble swallowing. The patient reported visiting a general physician to alleviate the reported symptoms. The patient reported being prescribed benadryl (antihistamine) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2016 and the patient is currently fine. The treating doctor shared he thinks that any symptom related with swelling of throat is considered as life threatening for the patient.